Event description:
It was reported pt formed an inflammatory mass approx 6 mos ago and has been receiving intrathecal preservative free normal saline since that time. No pt symptoms were reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results - used for catheter.